Event description:
I had cataract surgery in both eyes. The same implant was used in both eyes. Every since, I have had new glare problems, starburst patterns around lights at night, and ghosting, making it hard to read. I have complained to the surgeon's office, only to be referred to a retinal specialist. That proved to be a waste of time as they found nothing wrong with my retina. The doctor did say he saw a reflection in my cornea which is something new. All attempts, even letters, have been ignored with no contact from the surgeon. I think these problems are a direct result of the implant used.